Event description:
It was observed at a customer site that sporadically, single images from a prior examination are distorted when retrieved from the archive. These images can not be used during mammography screening for the evaluation of the course of disease when compared with the actual examination. It could effect reported, as well as not reported images. The root cause of distorted images is the double compression of image data. When images are received "compressed" from the sending node (other workstation or modality), due to a software bug in specific cases this image data is compressed a second time. This results in the effect that the images are displayed distorted. In response, siemens has issued a customer safety advisory notice (corrections and removals report 2240869-09/29/09-012-c) to affected customers via update instructions (B)(4). The notice informs the customer of the potential issue and provides instructions to avoid its occurrence. A software update to correct this issue is currently being developed and will be installed on affected systems when it becomes available.

Manufacturer narrative:
(B)(4).